Event description:
It was reported that this male patient's left knee was revised approximately 2 years post op due to premature polyethylene wear of the tibial insert. No other information available.

Manufacturer narrative:
Concomitant device(s): 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 6519329, 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t 5954886, 200-02-35 - three peg patella 35 mm 6003772.

Manufacturer narrative:
Section h10: (h3) the reported revision may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. However, this cannot be confirmed. Additionally, a contributing factor to the reported polyethylene failure may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of prosthesis wear as stated in the legal documentation. Possible reasons for the tibial insert wear include malalignment between the femoral and tibial components, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and images of the explanted devices and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.